Event description:
Additional information received on 01/21/2026 for report mw5176289 to update the manufacturer to unknown in the file name. E3: unk.

Event description:
Vero 270 2.0ata hard sided sitting hyperbaric chamber got called about a hyperbaric chamber incident occurring on (B)(6) 2025 with the above model. Somewhere near (B)(6). I tracked the patient down and spoke with her. The patient had the door blow off her chamber that was in her home when pressurized to nearly at nearly 2 ata (14.7 psig). Reportedly, the only injury was to her leg from the door hitting her. She's a nurse practitioner treating herself for mastectomy wound recovery from breast cancer. She wants to add this modality to her office practice. The door blew out at ~2ata without issue except blunt force to her leg from the hatch. She thinks the chamber atmosphere was about 32% o2 and 90% to her via mask or cannula.

Event description:
Additional information received on 01/12/2026 for report mw5176289 to update the manufacturer.

Event description:
Additional information received on 11/24/2025 for report mw5176289 to update the manufacturer. This is to replace my prior report (mw5176289 submitted on 9/16/25), which somehow lists the wrong manufacturer as typhoon water wares. I was informed by the patient involved that she had procured the chamber from a company in or near (B)(6). This was per a phone conversation with the involved patient. Vero 270 2.0ata hard sided sitting hyperbaric chamber got called about a hyperbaric chamber incident occurring on (B)(6) 2025 with the above model. Somewhere near (B)(6). I tracked the patient down and spoke with her. The patient had the door blow off her chamber that was in her home when pressurized to nearly at nearly 2 ata (14.7 psig).reportedly, the only injury was to her leg from the door hitting her. She's a nurse practitioner treating herself for mastectomy wound recovery from breast cancer. She wants to add this modality to her office practice. The door blew out at ~2ata without issue except blunt force to her leg from the hatch. She thinks the chamber atmosphere was about 32% o2 and 90% to her via mask or cannula.